Manufacturer narrative:
A product investigation was completed: part 280.495s, lot 9273271: our investigations has shown that the positioning groove of the screw has been widened up due to inadequate handling or too much mechanical force. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs/dcs screw. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: jdo. (B)(4). Device was not implanted/explanted. (B)(6). Part number 280.495s, lot 927327: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 04 december 2014. Expiry date: 01 november 2024. Non-sterile part 280.495, lot 5272390: manufacturing location: (B)(4). Manufacturing date: 21 july 2006. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screws were tried in the plate before implantation and they didn't fit right. They seem to be a little too big, for gliding in the plate barrel, so they were not implanted. Screw l95 was damaged distal when trying to press it on the plate before implantation. It was decided to implant a 12,5 screw with a new plate. It went ok. There was a forty-five (45) minutes delay to surgery time. This is report 2 of 3 for (B)(4).